Event description:
Based upon new information received via consumer questionnaire, the consumer stated they had extreme contact dermatitis and continued chronic allergy to band-aids. The consumer has visited health care professional and topical/oral steroids were prescribed for treatment. The consumer had not been recovered when this event was reported. The consumer had stopped using the band-aids and restarted however same adverse event had occurred. The consumer was not taking any other medications at the same time while using the band-aid.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. B5 - additional information about consumer adverse event was received on february 18, 2021. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age, weight and ethnicity were not provided for reporting. The UDI# (B)(4), upc = (B)(4), expiration date= na, lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reporter stated that her daughter had an allergic reaction to a band-aid bandage (bab) sheer large 10ct USA 381370047681. Consumer sought medical attention for her daughter and the daughter was treated for the reaction. No further information is available.